Event description:
Information was received that this smiths medical cadd legacy plus pump exhibited "ec1870". It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.

Manufacturer narrative:
The smiths medical pump was returned for anlaysis and it was found that the device had alarmed for ec 1870. The pump displayed this error code on boot. The faulty motor was cuasing this error and after replacing the motor, the pump was calibrated and passed all functional and delivery tests.

Manufacturer narrative:
Additional information was received indicating that there was no patient involvement.